Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead had pulled back and this resulted in a loss of capture. The physician successfully repositioned the lead with good measurements. No adverse patient effects were reported. Additional information was received that shortly after the revision procedure the patient experienced diaphragmatic stimulation and the lead was programmed off. At another clinic visit the lv lead was reprogrammed with no diaphragmatic stimulation. A few days later the patient had ventricular tachycardia (vt) storm. When the patient presented for a device interrogation one month later the lv lead exhibited loss of capture and a large increase in pacing impedance measurements greater than 2,000 ohms. The lv lead was programmed off. Approximately six months later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.